Event description:
It was reported that the user experienced prolonged hyperglycemia after changing a steel 6 mm contact/detach infusion set, with blood glucose reaching 420 mg/dl and remaining elevated for approximately five hours before declining after site change and calibration guidance. Symptoms included headache. Outcomes included no medical intervention, no ketone testing, no backup therapy use, and eventual return of glucose to range by the following morning. Investigation included customer support troubleshooting, review of pump and cgm data, instruction to follow the ketone action plan, execution of a calibration for sensor discrepancy, and subsequent review of device report logs confirming regulation. Investigation of this case revealed no confirmed device malfunction and an unclear root cause, with potential contribution from infusion site or sensor discrepancy considered but not verified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.